Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device failed pvt- control and obm air flow sensor tests. There was no harm or injury reported. The become aware date on the notification tab was incorrect. The correct date is now updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device failed pvt- control and obm air flow sensor tests. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.